Event description:
Reporter indicated that pt was admitted to the hospital with a heart rate of 180 bpm, which does not appear to be related to stimulation. Pt has a history of a similar incident, but it unk if it was post or pre vns. Good faith attempt to obtain additional info have been unsuccessful to date.